Event description:
It was reported that high impedance and high threshold were observed. A bend was observed at the proximal end of the svc shock coil. A fracture is suspected. There were no adverse consequences to the patient. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.